Event description:
Reportedly, the patient called the center on (B)(6) 2021 because the status light on the subject smartview hotspot did not change from orange to green. The power light on the wirex was lit and the signal strength was green on 3 leds. During that time, the wirex data transmission red light did not respond. The reset button was pressed, but the status did not change. On (B)(6) 2021, the call center contacted the patient and switched all the power off and then on again, but the condition remained the same. The smartview hotspot and the wirex were replaced on 20 july 2021.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient called the center on (B)(6) 2021 because the status light on the subject smartview hotspot did not change from orange to green. The power light on the wirex was lit and the signal strength was green on 3 leds. During that time, the wirex data transmission red light did not respond. The reset button was pressed, but the status did not change. On (B)(6) 2021, the call center contacted the patient and switched all the power off and then on again, but the condition remained the same. The smartview hotspot and the wirex were replaced on (B)(6) 2021.